Manufacturer narrative:
A siemens headquarters support center specialist (hsc) has made multiple attempts to gather patient and instrument data from the customer site. No data has been received from the site to date. The cause of the low results for ue3 on the immulite 2000 instrument is unknown.

Event description:
The customer has obtained low results on patient samples for the unconjugated estradiol assay (ue3) on an immulite 2000 xpi instrument. All patient results for gestational weeks 14, 15, 16, and 17 were <1 ng/ml. The low results were not reported to the physician(s). It is unknown if there were repeat patient results. There are no known reports of patient intervention or adverse health consequences due to the low results obtained on the immulite 2000 xpi instrument.